Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged touch screen issue could not be verified and the wake button issue was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pixels were observed on the pump touchscreen which resolved itself. Customer also reported that the pump wake button was unresponsive unless plugged into a power source. Blood glucose was 146 mg/dl customer reverted to using manual injections fro insulin therapy.